Manufacturer narrative:
The reported product was not returned for analysis. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional ablation procedure. Reportedly, with two prostyle devices, the sutures were not present when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8f sheath, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.